Event description:
Suture hole bleeding and then a bleeding through the graft were observed during a vascular surgical procedure. Fibrin glue and hemostatic collagen were first used to stop the bleeding, with no success. Bleeding was finally stopped after 3 hours by wrapping the graft. Graft remained implanted in pt.